Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced power loss alarm and failed battery test. The customer's blood glucose value was unknown. The customer stated that she was at work when the pump turned off. The customer declined to finish troubleshooting. The product was not returned for analysis.